Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 300 - 400 mg/dl. The customer's mother was treated with manual injections. The customer's mother stated that they are unable to remove the plunger out of the reservoir. The customer's mother declined troubleshoot for pump. The insulin pump will not be returned for analysis.